Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented air in the device and a fluid loss, it was reported that pump stays flat and would no longer inflate the cylinders; it was noted they were damaged when removed due to the outer layer tearing at some point during use. The ipp was explanted. There were no patient complications reported.